Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had the PICC in situ for 47 days. The nurse noted leaking at the site with flushing purple lumen. The catheter was removed. It was stated there was a pin hole leak at hub of catheter (insertable portion) was found.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 5fr d/l powerpicc solo catheter. Usage residue was seen on the extension tubing, molded joint, and catheter tubing between the molded joint and 3cm depth marker. Gross visual evaluation did not reveal a leakage source. The catheter was patent to infusion (through either lumen) and a spraying pinhole leak was seen on the catheter at the interface of the molded joint when infused through the purple luer. Microscopic examination of the leakage source revealed a linear split, approximately 1mm in length, which started at the molded joint. Further observations included wear of the split edges with no surrounding damage. The wear seen on the fracture edges was suggested of movement between the two opposing sides of the split but no evidence supporting a specific root cause to the damage was observed. A lot history review (lhr) of rebw0061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had the PICC in situ for 47 days. The nurse noted leaking at the site with flushing purple lumen. The catheter was removed. It was stated there was a pin hole leak at hub of catheter (insertable portion) was found.